Event description:
The same incident that has been reported in a recall of kotex tampons has happened to me on numerous occasions regardless of which box of tampons I was using. Upon removal, the tampon unravels and then tears, leaving pieces of the tampons in my vagina, which I have then had to dig out with my fingers. I haven't yet determined that I was unable to remove pieces but the fear over the "what-ifs" has caused much distress. I have not been to my gynecologist for an exam since the last time this type of tampon tore during use. U by kotex click regular jumbo pak. How was it taken or used: vaginal. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2018. Why was the person using the product: menstruation.